Manufacturer narrative:
Follow-up # 1 date of submission 05/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the up arrow, down arrow and ok button keys. During testing, all of the keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all of the key contacts. The up arrow, down arrow and ok key contacts were found to be inverted and the ok key contact was misaligned. No scrolling was observed. The audio bolus button cover was observed to have a tear in the center but the button was responsive. The audio bolus button cover was removed and contamination was found on button contact. Unrelated the complaint, evaluation revealed a faded, discolored display screen that was difficult to read. A test screen was inserted for testing and was found to function properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button had an intermittent response and was torn. Reportedly, the tactile changes occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.